Event description:
An initial report of patient hospitalization was received by united therapeutics on (B)(6)2023 and forwarded to millyard advanced medical products, llc on 04-may-2023. The patient reported having received an unspecified pump alarm on (B)(6) 2023. The patient reported she was confused and was unable to troubleshoot or attempt to use her backup pump. Her dad called 911 and she was taken to the hospital. While in the hospital on (B)(6) 2023, she was able to restart herself on remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.